Event description:
Olympus was informed that the scope channels were not reprocessed and 200 pts had to be contacted. There was no further detail provided. Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that an unspecified endoscope port had never been reprocessed as the users were unaware that the port existed. The user facility reported that there was brown debris emerging from the port when it was being reprocessed recently. The exact number of the affected pts was unknown, but was said to be in hundreds. The user facility further reported that there had been no report of infection or pt cross-contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error.